Event description:
It was reported that the patient's left hip was revised due to the restoration modular distal stem breaking in the middle of the distal stem. Surgeon reported a possible contributing factor being the selected stem was too small for the patient's anatomy (incorrect selection, not incorrect size). The modular stem and femoral head were revised. Rep confirmed there are no allegations against the revised femoral head or proximal body.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Device not returned to the manufacturer.

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving a restoration modular stem was reported. The event was confirmed through clinician review of the provided medical records. Method & results product evaluation and results: not performed as no product was returned. Clinician review: a review of the provided medical records by a clinical consultant stated the following comment: event date: (B)(6) 2013 (opened (B)(6) 2013), (B)(6) 2015 (opened (B)(6) 2015), (B)(6) 2021 (opened (B)(6) 2021), anatomic site: left hip. Confirmation: a revision surgery for infection could be confirmed (event date (B)(6) 2013). The incidence of a broken extractor could not be confirmed (event date (B)(6) 2015). Revision surgery for a broken restoration modular stem could not be confirmed, but the incidence of a fractured stem was noted and described in an office note as was a plan for revision surgery (event (B)(6) 2021). Root cause: the root cause of revision for event date 02/11/2013 was a deep hip infection. The root cause for event date (B)(6) 2015 cannot be determined without additional information and confirmation of the event. The root cause for event date (B)(6) 2021 was likely as described, cantilever bending and fatigue metal fracture, but this event and root cause cannot be determined without additional medical information and perhaps examination of the explant if/when available. -product history review: review of the device history records indicate the devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusion: a revision surgery for infection could be confirmed (event date (B)(6) 2013). The incidence of a broken extractor could not be confirmed (event date (B)(6) 2015). Revision surgery for a broken restoration modular stem could not be confirmed, but the incidence of a fractured stem was noted and described in an office note as was a plan for revision surgery (event (B)(6) 2021). Root cause: the root cause of revision for event date 02/11/2013 was a deep hip infection. The root cause for event date (B)(6) 2015 cannot be determined without additional information and confirmation of the event. The root cause for event date 12/16/2021 was likely as described, cantilever bending and fatigue metal fracture, but this event and root cause cannot be determined without additional medical information and perhaps examination of the explant if/when available.

Event description:
It was reported that the patient's left hip was revised due to the restoration modular distal stem breaking in the middle of the distal stem. Surgeon reported a possible contributing factor being the selected stem was too small for the patient's anatomy (incorrect selection, not incorrect size). The modular stem and femoral head were revised. Rep confirmed there are no allegations against the revised femoral head or proximal body.